Manufacturer narrative:
(B)(4). The customer reported that the energy selector key has a bad connection. There was no reported patient involvement. The device was evaluated by a field service engineer. The symptom was clarified as the device being unable to turn on. The energy select switch was replaced to resolve the issue.

Event description:
The customer reported that the energy selector key has a bad connection. There was no reported patient involvement.